Manufacturer narrative:
Trackwise # (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two pieces of the vasoview hemopro jaws fell off in patient and were able to be retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two pieces of the vasoview hemopro jaws fell off in patient and were able to be retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. An investigation was conducted on 09/12/2019. A visual inspection was conducted. Signs of clinical use and slight blood was observed. Blood and charred tissue was observed on the heater wire as well as on the harvesting handle. The heater wire was observed to be flexed away from the hot jaw at the center, remaining attached to the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled away from the cold jaw, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted; bent wire" was confirmed.